Event description:
The ge oec 9800 fluoroscopy system was being used during a storm, the monitors went dark, and a reboot was required to restore functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and could no duplicate the malfunction. The issue may have been related to a power outage or power surge. There were no errors noted in the system error log. The system was tested and found to be functioning as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted.